Manufacturer narrative:
Citation: fauchier et al. Outcomes of permanent pacemaker implantation following transcatheter aortic valve replacement. European heart journal, volume 41, issue supplement 2, november 2020. Doi.org/10.1093/ehjci/ehaa946.0719. Published november 25, 2020. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the incidence, predictors, and clinical outcomes of permanent pacemaker implant following transcatheter aortic valve implantation (tavi). All data were collected from a nationwide hospital discharge database between 2010 and 2019 in france. The study population included 49,201 patients (demographics such as predominant gender or mean age were not provided). Multiple manufacturer¿s devices were implanted in the study population which included an unspecified number of medtronic corevalve bioprosthetic valves (unique device identifier numbers not provided). The authors did not report any deaths within the study but did discuss the increased risk for all-cause mortality associated with a permanent pacemaker implant. Based on the available information medtronic product was not directly associated a death. Among all patients, a new permanent pacemaker implantation was required within 30 days in 11,010 patients (22.4%). For those patients receiving self-expanding valves, such as corevalve, the rate of permanent pacemaker implant was reported as 24.7%. The authors also discussed increased risk for hospitalization associated with a permanent pacemaker implant. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.